Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.6, reference: 5.8, mean: 5.20, confidence limits: na. Analysis of the customer's data revealed that only one inr value was greater than 5.0. The calculated mean is greater than 5.0, but the difference between inr values is less than 2.2. Confidence limits were not derived since mean was greater than 5.0. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy criteria. No further investigation required. As reviewed on (B)(6) 2011, eleven discrepant result complaints were reported for lot #239278, yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #239278. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot #239278 are within the allowable bias (+ or - 1.0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with a different meter. Results as follows: date: (B)(6) 2011, inratio: 4.6, coaguchek: 5.8. Pt's therapeutic range: 2.0-3.0 inr.